Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was examined visually. Contamination larger than the specification was found in the fluid path. The complaint was confirmed for this device. No definitive root cause was determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that a foreign object was found in the syringe while preparing the device for use. The syringe was not used on a patient.